Event description:
Clinic notes dated (B)(6) 2014 note that the patient has recently experienced four seizures in one day. It was reported that the patient's recent seizures have averaged at least one a month. It is unknown if the increase is above the patient's pre-vns baseline frequency.